Event description:
It was reported that on x-ray the left ventricular lead was pulled back some and had high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood on the distal conductor (not obstructed), there was blood on the proximal conductor (not obstructed), the outer insulation was breached melted (extrinsic), the outer insulation was cosmetically melted, the outer insulation had a cosmetic depression and there was apparent explant damage. The lead was returned with melted insulation breach on the proximal segment, likely due to explant damage. Concomitant product: 6947 implantable tachy lead, (B)(6) 2012, d314trg implantable cardioverter defibrillator, (B)(6) 2012. (B)(4).